Event description:
Breathing problem, skin problem, joint problem, nerve damage in arm. Dose or amount: denture cream. Frequency: 2 times daily. Route: oral. Dates of use: #1. 1986 to 2009, #2. 1986 to 2009. Diagnosis or reason for use: #1. For denture. #2. For denture. Event abated after use stopped or dose reduced?: no.